Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the controller was overheating. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis. It was noted that the controller contains a fairchild power mosfet, which is located on the power board of the controller. The power mosfet may operated at a warmer temperature, but still within the manufacturer's temperature. Based on the available information, a possible root cause of the reported event can be attributed to a power mosfet operating at a warmer temperature but still within the manufacturer's temperature operating range. The device, however, was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20 degrees c (-4degreesf) or greater than 50degreesc (122degreesf) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). This issue has the potential to cause death or serious injury. Overheating may lead to burns or damage to the skin if it comes in direct contact. It may also lead to failure of the controller to work as intended leading to pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that their primary controller was overheating. The patient claims that they feel pain when they touch the controller due to the elevated controller temperature. The patient alleges that the controller was not underneath/covered with any material. The controller did not turn off during the event. The issue resulted in the patient feeling anxiety. The controller was exchanged with no serious patient impact or consequences.